Event description:
Discordant false positive immulite 2500 stat troponin assay results were obtained on a pt sample when compared to other negative test results and another troponin test method. Patient treatment was not altered and there was no known report of adverse health consequences due to the discordant immulite stat troponin assay results.

Manufacturer narrative:
A siemens field service engineer (fse) consulted with the customer and the cause for the discordant positive immulite 2500 stat troponin assay results when compared to the other test results and troponin test method is unknown. The fse stated that the customer had sent the patient sample to an alternate laboratory, it was run on another immulite system and the result was (B)(6). The instrument is performing within specifications.